Event description:
It was reported that the customer's wife received a button error and glucose reading was 53 mg/dl. Customer was having problems with the keypad of the insulin pump as the arrow up kept on going and the numbers kept on progressing. A day before the report date, customer's blood glucose was 52 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.